Manufacturer narrative:
Patient height: 170 cm. Manufacturing site evaluation: manufacturing records show that this prosa valve was manufactured by a qualified employee in september 2017. No deviations were identified during assembly. The valve was inspected as article fx991t. The valve has a normal pressure range of 0 to 40 cmws. All required parameters were approved and product specifications met during the manufacturing process. Following final inspection, the valve was sterilized by miethke and released for shipment. Investigation: the valve was received for analysis submersed in an unidentified liquid in the return kit. Initial visual examination found scratches on and a deformation of the outer housing of the valve. Additional damage was noted on the catheter connected to the inlet side of the valve. The prosa valve was subsequently measured and the presence of a deformation was confirmed. This deformation measured -0.059mm, outside the tolerance of 0 +/- 0.02mm. Testing: permeability testing confirmed the valve is permeable. During adjustment testing, the valve was adjustable to all specified pressures. Although fully adjustable, adjustments between 4 and 12 cmh2o were more difficult than expected. Brake functionality testing showed the brake function was fully operational and the braking force was within given tolerances. Finally, the valve was dismantled. A build-up of substances (likely protein) within the valve was identified at that time. No further anomalies were identified and all other specifications were met. Conclusion: based on our investigation, we were unable to confirm the report of non-adjustability of the valve as it was able to be adjusted to all specified settings. We can exclude manufacturing defects at the time of product release as the valve was confirmed to have met all specifications of the final inspection. Although no specific conclusions can be drawn, it is possible that the reported issue may relate to the deposits observed within the valve during the analysis. As described in our literature, this is a known, inherent risk of hc-therapy involving shunt implants and no manufacturing relationship is established. The exact cause of the deformation of the prosa valve could not be determined. Significant external pressure, possibly excessive force used with the prosa adjustment tool or by a fall or impact to the head of the patient, can be associated with this type of damage. Again, no specific conclusion was able to be determined. Reports of this type will continue to be monitored. At this time, no trend for reports of this type has been identified.

Event description:
It was reported that there was a post-operative issue with the shunt system and it was explanted in 2019. Very limited information was provided. Implant was in 2017 and explant in 2019- exact dates not provided. "Maladjustment" was reportedly encountered with the valve. No other details were provided. The system was explanted without any associated patient complications reported. Patient height: 170 cm.